Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. A recent CT revealed that the right iliac stent graft had stenosis. The physician performed an angiogram with balloon angioplasty of the right common iliac artery due to poor outflow from, and stenosis of the ipsilateral limb. The investigator assessed that this event is device related, however not procedure related.

Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a fusiform 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as mild right and moderate left iliac tortuosity; 10% right iliac stenosis and 5% right iliac stenosis; 5% circumferential aortic mural thrombus/calcification at the proximal neck; 34 degrees infrarenal aortic neck angulation; 30mm proximal aortic neck diameter at the renal arteries was reported; 28 mm diameter of the distal aortic neck; 13mm diameter of the left iliac artery; 11mm diameter of the right iliac artery. It was reported that on the one month follow up, a 4-view abdominal x-ray (kub) showed stent graft kinking with no occlusion. The patient is asymptomatic and no intervention was reported. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (kink); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).